Event description:
During an implant attempt it was reported disassembling of the silicone cap from the device header. Another device was implanted.

Event description:
During an implant attempt it was reported disassembling of the silicone cap from the device header. Another device was implanted.